Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, patient faced tubing detachment from infusion set. The site of insertion was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : canada

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 5367735 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 8 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 9 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 45 test on returned reference samples, 10 samples out 10 samples passed the test. Batch review: the lot 5367735 was manufactured according to the document version 70 on the packing process in the machine 9 on 22/oct/2021., with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.